Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 months post-implant, it was reported that the pt had a pump exchange. The pt was readmitted into the hospital approx 1 week prior with gi bleeding and hemolysis parameters. It was also reported that the pt continuously developed gi bleeding since implant and has now developed hematuria.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.